Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited under-sensing on the sensing and discrimination channels that led to a delay in therapy for ventricular fibrillation (vf). The vf was eventually treated by the device. The ICD was reprogrammed. The patient was stable throughout.

Manufacturer narrative:
Correction - h6 - should have been defibrillation/stimulation problem rather than failure to deliver shock/stimulation